Manufacturer narrative:
Product complaint # (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Device history lot sterile article: part: 04.005.526s. Lot: 3l70792. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 06.mar.2019. Expiry date: 01.feb.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile article: part: 04.005.526. Lot: 3l24499. Manufacturing site: (B)(4). Release to warehouse date: 05.feb.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was confirmed that the patient who underwent tfna surgery at this hospital on (B)(6) 2019 developed wound infection. The surgeon commented that the distal end of the telescoped blade protruded into the skin, which may have caused a wound on the skin and caused an infection. Since bone union has already been achieved in this case, not only the blade but also all the implants will be removed in the future. No further information is available. This complaint involves four (4) devices. This report is for one (1) lockscr ø5 l36 f/nails tan. This report is 2 of 4 for (B)(4).